Manufacturer narrative:
B5: it was further reported, there were no component or tubing separations. The leaks occurred during unspecified patient infusions with unspecified infusion pumps. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. During visual inspection of the provided photograph, fluid was observed in the male luer. No leak or defects were observed in the photograph. The reported problem could not be verified or refuted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unknown quantity of one-link non-dehp microbore catheter extension sets leaked. The reporter stated they "had several leaks all at the same spot"; the "spot" was not further specified. The event process step was not provided; however, it was stated there was no patient injury or medical intervention associated with this event. No additional information is available.